Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was indicated that the device was no longer working and the patient reported that all the devices were removed, but they did not know the exact date of the explant. No further complications were reported or were expected.